Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 600 mcg for a total dose of 253.84059 mcg/day, bupivacaine 30 mg for a total dose of 12.69203 mg/day, clonidine 200 mcg for a total dose of 84.61353 mcg/day, and compounded baclofen 200 mcg for a total dose of 84.61353 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, compounded fentanyl, compounded bupivacaine, and compounded clonidine all with unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 device interrogation/device data revealed a pump motor stall at 01:03pm on (B)(6) 2018 with a motor stall recovery on (B)(6) 2018 at 01:29pm. The patient denied a magnetic resonance imaging (MRI) since their previous visit. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6). The cause of the motor stall and motor stall recovery was not determined. No further information was provided.